Event description:
Pt was admitted with new onset of congestive heart failure, elevated cardiac enzymes, consistent with recent myocardial infarction. On 2/21/97, a heart catherization, angiography and angioplasty was performed. Because the pt was suffering from cardiogenic shock and pulmonary edema, an intra-aortic balloon was inserted in teh proximal descending counterpulsation aorta. On the evening of the 22nd, red and brown flecks were noted in the tubing and the pump was alarming "check catheter". The pump was checked with no indication of any problems. The pt coded and subsequently expired. The medical examiners office determined that the pt died of natural causes - congestive heart failure. The iab was not removed from the pt but was left in for autopsy. Event complications: none from the event - reported 3/10/97. Pt's current status: expired - reported 3/10/97.